Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trends. Upon review, ts confirmed the rv lead was recorded to have shock impedance measurements that were greater than 125 ohms which is considered to be out of range. Ts also noted the right ventricular automatic threshold (rvat) was detected to be greater than programmed amplitude or in suspension. Ts discussed programming options with the hcp. At this time, this rv lead remains in service. No adverse patient effects were reported.